Event description:
It was reported by the sales rep that there was a hole found in the sheath of the icf100, interclude aortic device. The catheter was used through out the procedure. No patient complications. No endoreturn available for evaluation. The physician stated there was blood in the balloon when he withdrew it from the patient. The issue was identified post explant.

Manufacturer narrative:
The endoreturn introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector in use on the manufacturing floor. This was confirmed by reviewing the raw material stock at receiving inspection. A CAPA has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance, it is our belief the device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.